Event description:
During the atrial fibrillation procedure, the sheath was inserted into the heart chamber, and before the catheter was inserted, blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air contamination to the patient was confirmed. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
The reported event of blood leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.